Event description:
The report received indicated that during a coronary procedure, the balloon of the cypher burst at 16 atmospheres. There was no report of injury to the pt.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.